Event description:
Philips received a complaint from the customer reporting a high blower temperature warning occurred on the v60 ventilator. The device was in clinical use. There was no report of harm. A philips authorized service provider (asp) evaluated the device and confirmed the reported issue in review of the device event log. The asp replaced the cooling fan, blower assembly, and motor control (mc) printed circuit board assembly (pcba) per service guide instructions. The device was operational and returned to service after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
The removed motor control (mc) printed circuit board assembly (pcba) was returned to the product investigation lab (pil) for analysis. The pil technician visually examined the mc pcba and noted no anomalies. The pil technician installed the component into a pil v60 standard test bed (stb) for testing. The pil was unable to confirm that the problem of the blower high temp alarm was triggered due to motor control pcba failure. The conclusion is no fault found with component under testing.